Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the serter was not releasing the sensor correctly. The customer also reported an issue in which an infusion set's tubing appeared to be stretched. Customer reported that his blood glucose level at the time of this incident was over 400 mg/dl. The customer reported that changing the set resolved this issue. The customer was advised that the infusion set and serter would be replaced and agreed to return the products for analysis.